Event description:
Ous MDR - it was reported that a sudden pacing loss occurred during the implantation after the pacemaker had been placed in the pocket. The pt required resuscitation, which was successful. Another device was immediately implanted.

Manufacturer narrative:
Ous MDR.